Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted due to infection. This lead was explanted. Due to the nature of the allegation, analysis is not required. Boston scientific did not provide an explant date.